Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested further information including the sequence of events, the return of the subject device, and patient conditions. F&p is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all time.

Event description:
A healthcare facility in (B)(6) reported via a fisher and paykel (f&p) field representative that an pt101 airvo 2 humidifier (airvo 2) was being used on a patient on hospice care. The healthcare facility stated that on (B)(6) 2025, the hospital staff was in the room at 15:10 and confirmed "everything was functioning normally". Later at 15:48, the patient coded. The healthcare facility reported that when the hospital staff entered the room, the subject device was powered off and there were no alarms present. The healthcare facility later reported that the patient deceased. The patient was on pulse oximetry and telemetry. F&p has requested further information including the sequence of events, the return of the subject device, and patient conditions. F&p is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation.

Manufacturer narrative:
(B)(4). Corrected data: b1,b2,b4,b5,d9,e3,g3,g4,g6,h1,h2,h3,h6 product background: the pt101 airvo 2 humidifier (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all time method: the subject airvo 2 device was received at f&p in new zealand for investigation, where it was visually inspected by a trained investigations engineer. F&p's investigation is based on our evaluation of the subject device, information provided by the healthcare facility, previous investigations of similar complaints, and f&p's knowledge of the product. Results: visual inspection of the returned subject device revealed no signs of external damage. The subject device was powered on and operated as intended. The reported fault could not be replicated. However, during testing it was found that the power out alarm of the subject airvo 2 sounded for less than 120 seconds. On 23 october 2025, a healthcare facility in tennessee reported via a fisher and paykel (f&p) field representative that an pt101 airvo 2 humidifier (airvo 2) powered off while a patient was receiving therapy. The healthcare facility stated that on (B)(6) 2025, the hospital staff were in the room at 15:10 and confirmed everything was functioning normally. It was reported that at 15:48, the patient coded. It was stated that when the hospital staff entered the room, the subject device was powered off and there were no alarms present. On (B)(6) 2025, the healthcare facility reported that the patient deceased. It was also mentioned that the patient was in hospice. The patient was on pulse oxy telemetry. On (B)(6) 2025, the healthcare facility further reported that the patient had a dnr order in place, and had medical conditions such as a pulmonary embolism, pneumonia and respiratory failure. The healthcare facility stated that post the reported event, the patient was discharged home on the (B)(6) 2025. It was also reported that the cause of death was an acute hypoxic respiratory failure secondary to aspiration pneumonia. Conclusion: f&p are unable to determine the exact cause of the reported event. However, based on f&p's investigation, evaluation of the subject airvo 2, knowledge of the product, and previous investigations of similar complaints, the power out alarm of the airvo 2 sounding for less than 120 seconds is due to the aging of component supercapacitors due to unanticipated usage patterns in the field. A review of all-time complaint data has confirmed that globally there have been no events with serious injury or death related to the power out alarm sounding for less than 120 seconds. F&p's investigation found it likely that during the covid-19 pandemic, airvo 2 devices were kept continuously connected to mains power to ensure immediate availability, given the urgency and unpredictability of respiratory deterioration in covid-19 patients. This practice aligns with hospital protocols, which emphasize readiness and rapid deployment of respiratory support equipment in high-acuity settings. The original life testing carried out on airvo 2 devices assumed that the devices were disconnected from mains between therapy sessions and as practices have evolved, this no longer reflects real world usage patterns, particularly during pandemic conditions when device availability was critical and since clinical practices have shifted. F&p have updated test protocols to specify that test devices be powered 24 hours a day i.e. Worst-case, and f&p expect this change to cover any further unexpected operational deviations or unanticipated changes in usage patterns. This update to f&p's test protocols will be used in any new development or change to the device. Furthermore, an update to the disinfection kit user manual of the airvo 2 was made to include a regular test of the power out alarm, to be carried out in between each patient use. This change was communicated to users through a voluntary field safety notice in september 2025. In response to this change, customers are conducting the regular test in between patient use and reporting any failures. The user instruction (ui) of the airvo 2 humidifier states: "the unit is not intended for life support." "If either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative." "Appropriate patient monitoring must be used at all times. Loss of power means loss of therapy." "Use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." "Never operate the unit if it is not working properly."

Event description:
On 23 october 2025, a healthcare facility in tennessee reported via a fisher and paykel (f&p) field representative that an pt101 airvo 2 humidifier (airvo 2) powered off while a patient was receiving therapy. The healthcare facility stated that on (B)(6) 2025, the hospital staff were in the room at 15:10 and confirmed everything was functioning normally. It was reported that at 15:48, the patient coded. It was stated that when the hospital staff entered the room, the subject device was powered off and there were no alarms present. On (B)(6) 2025, the healthcare facility reported that the patient deceased. It was also mentioned that the patient was in hospice. The patient was on pulse oxy telemetry. On (B)(6) 2025, the healthcare facility further reported that the patient had a dnr order in place, and had medical conditions such as a pulmonary embolism, pneumonia and respiratory failure. The healthcare facility stated that post the reported event, the patient was discharged home on the (B)(6) 2025. It was also reported that the cause of death was an acute hypoxic respiratory failure secondary to aspiration pneumonia.